Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid at an unknown concentration and dosage via an implantable infusion pump. It was reported that the patient arrived at the clinic for a routine visit and was unable to get out of the car on his own. The patient was sent to the emergency room and treated for over dose symptoms. The hcp put the pump into minimum rate mode and the patient was admitted to the intensive care unit. There weren't any environmental/external/patient factors that may have led or contributed to the issue. A dye study was conducted on the catheter on (B)(6) 2018 and the results showed no issue; no volume discrepancies had been reported. The issue was not resolved and the patient's status was unknown at the time of this report. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicating the patients weight at the time of the event. No further information was reported regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a device manufacturer representative indicated that the patient was admitted again to hospital on (B)(6) 2018. The pump had been increased in clinic from .0324 mg per day to .5 mg per day. The emergency room doctor placed pump back in minimum rate of .0324 mg per day. No further information has been reported as a result of this event.